Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 8:30 pm the customer received a blood glucose result of 151 mg/dl on the performa system. The patient was not feeling well and experienced elevated blood glucose symptoms of vomiting and dehydration. The patient went to the hospital. At the hospital the patients blood glucose was above 600 mg/dl and he was in a diabetic coma.the hospital treated the patient with an unknown insulin and serum. The patient was hospitalized for 4 days. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.